Event description:
At a (B)(6)) meeting, the patient (now has a transplant) reported that the mini-cap had fallen off once while he was at work. He discovered the cap was off when he felt a rough surface instead of the smooth mini-cap from under his shirt.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Product surveillance (ps) spoke with home patient (hp) on 30 nov 2010, who advised that he did not develop any adverse clinical symptom or effect from this incident. The hp stated that the sample was discarded. No lot number or further information is available.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.